Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that patient programmer that it is no longer working. The patient reported the screen is blank. The doctor told her she needs to call in and get the patient programmer replaced, that it isn't working. The patient said she needs the patient programmer and the device inside replaced. She wanted to know if we were sending the device inside her also. The patient stated the issue started over a month. The patient also reported that the patient has been going into the doctor the last three months. She is now having problems with the device inside, the settings on the ins are not staying set. This has been going on for a few months(three months for sure).she went in and had the stimulation readjusted and she went back in and the ins had turned its self-off. The patient has had to cath. Usually she cath¿s a couple times a week, but she has been having to do it a lot more and having difficulties making it to the bathroom. Also, two months ago she started getting shocked in the wrong places. Patient is being sent a new patient programmer. Patient is working with doctor on ins issues. No further patient complications are anticipated or expected as a result of this event.